Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited intermittent diaphragmatic stimulation and a suspected loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed stored data, with high out of range impedance measurements noted for the lv lead. Ts discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited intermittent diaphragmatic stimulation and a suspected loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed stored data, with high out of range impedance measurements noted for the lv lead. Ts discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: patient codes field (h6) in section h, device manufacturers only. Impact codes field (h6) in section h, device manufacturers only. Device codes field (h6) in section h, device manufacturers only.